Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. Customer stated that he was unable to used bolus wizard due to reading exchanges and was admitted into the hospital. Customer was advised to troubleshoot for the high blood glucose but declined.